Event description:
On (B)(6) 2009 the patient reported the up and down buttons on her insulin infusion device would not move from hour to hour when she tried to change her basal rates. To troubleshoot, the patient was instructed to try to change her basal rates but was unsuccessful. She then removed the device battery and put it in her backup infusion device and programmed her time, date and basal rates into it. She stated she will switch to her backup device. On follow up, she stated her device has not been dropped or exposed to water. The buttons pop back up after being pressed, but there are no audible vibrations or beeps. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.